Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the patient was elderly. Estimated weight of the patient as it was reported that the patient was approximately 90 kg. The customer reported the device was discarded. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received with this incident, there does not appear to be any indication of an issue with the quality of the product. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the calcified right common femoral artery after an interventional procedure. Reportedly, after the sutures were deployed, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.